Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic esophagus procedure. The device was being applied to the stomach. The instrument could not be triggered. The stapler was not able to fire. The surgeon could not press the green button and the handle could not be squeezed. In order to resolve the issue and complete the case, a new device was used. There was no patient harm.